Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 515 mg/dl. Customer treated their blood glucose with 8 units of humalog. It was also found the customer had a headache from their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. The customer also reported having a little blood at their site. It was also found the customer had a no delivery alarm on their insulin pump while troubleshooting for the high pressure test. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.